Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that guidewire flaking from the catheter and a loss of aspiration occurred. A 2.1mm jetstream xc catheter and thruway guidewire were selected for use in a procedure, within the superficial femoral artery (sfa). During the case the catheter felt tight on the wire. The system was removed, and the catheter was observed to have material on the tip. It was thought that the cook-up and over-sheath may have caused dragging with the crossing catheter, causing tightness on the wire. The device was disposed of and a second 2.1mm jetstream was opened. Upon using the second device, the catheter again felt tight on the wire. Additionally, blood was not being received back during this treatment, as was expected. The second device was removed. No material was left in the vasculature. There was no observed harm and the patient recovered without issue.